Event description:
Pt had some burning, PICC placed by radiology x3. - replaced due to breakage/leaking. 1st PICC placed 5/7/97. Soc with hhc 6/7/97. 2nd PICC placed 6/17/97. 3rd PICC placed 7/11/97. On 7/17 catheter again leaking & pt hospitalized for cvc. Not placed or provided by home health and so MFR info not available.